Event description:
Dade behring opus clinical chemistry analyzer software version 10.01, when connected to a hosp lis system, may transmit pt results into the lis with the decimal moving one place to the left, reducing values reading >100 by a factor of 10. This instance occurs when system software upgrades to v10.01, and lis settings set to current configuration without resetting lis data - stream configuration. Example of ckmb data includes: opus result = 113 interface result = 11.